Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to deliver energy to a patient. There was no negative patient impact. A second defibrillator was used to shock the patient.